Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins moving was not determined. The ins was stable as noted during the surgery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and brachial plexus. It was reported that the patient¿s ins was in the underside of their arm. However, they stated that it was moved to their chest because it was irritating their arm as the battery would move and lay on their nerve. It was reported that the ins moving around in their arm caused stabbing/shooting pain and caused them to be in pain when they were driving because they had to use their arm to turn the steering wheel. It was indicated that the date of the revision surgery was on (B)(6) 2019. It was reported that the issue of the ins moving began maybe 1 to 2 weeks post implant in (B)(6) 2019. No further complications were reported/anticipated.